Manufacturer narrative:
Device evaluation is not necessary as the reported events are not related to the functionality or delivery of therapy of the device.

Event description:
Clinic notes mentioned that a patient had experienced a wound infection with a vns surgery in 2007, requiring the long-term administration of IV antibiotics. The device history records were reviewed for the generator and revealed that the device was sterilized according to functional specifications. No additional relevant information has been received to date.